Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed revealing a resistance/impedance increase. A sudden increase of ventricular lead impedance from approximately 630 ohms to approximately 940 ohms occurred during the week ending (B)(6) 2011.

Event description:
It was reported that right ventricular lead warning occurred for a polarity switch. Diagnostics also showed low impedance paces. The lead remains in use and will be monitored closely up until and after the patient's leg surgery. No patient complications have been reported as a result of this event.